Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that upon starting a new freestyle libre 3 plus sensor via the mobile app without first stopping the prior sensor, the user observed three lines on the screen and experienced a pairing failure between the continuous glucose monitor (cgm) and the ilet system, which was subsequently resolved by toggling sensor type within the ilet and rescanning to initiate a proper warmup. Customer care provided support that included technical troubleshooting and user education on correct setup workflow. Investigation of this case revealed user setup error leading to temporary pairing failure, with normal function restored after proper configuration. No adverse clinical events during the event reported and no changes to glucose levels. Outcomes included successful pairing and entry into the standard warmup period with no alerts or alarms without medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was user error during device setup.